Manufacturer narrative:
Device was used for treatment, not diagnosis. The lot number of the subject device was identified upon receipt. Other number¿UDI. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. Manufacturing location of the device was identified and corrected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient initials: (B)(6). Patient weight is unknown. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that when the surgeon was drilling into the medullary canal of the patient's bone, the tip of the reamer irrigator aspirator (ria) drive shaft broke into the patient's bone. The surgeon was able to successfully remove the broken part. There was no prolongation in surgery reported; there was no patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Product investigation summary: one (1) drive shaft for use with reamer/irrigator/aspirator (ria) (part (B)(4) / lot 7312607) was received with the complaint category of ¿broken: tip broken intraoperatively.¿ the complaint condition is confirmed as the drive shaft was received with the distal tip broken off. The broken portion was not received. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. Per the technique guide, a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm is to be used. The technique guide also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. The returned part was determined to be suitable for its intended use when employed and maintained as recommended. Further evaluation showed that, during use, the drive shaft is attached to the corresponding length ria tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone. The drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. However, it was reported that that the surgeon successfully removed the broken part. The break is roughly oblique and located within 6.7mm to flush with the distal edge of the drive shaft helix. The helix shows small nicks on the raised edge. The balance of the device shows surface scraping, but is in functional condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A review of the current design drawing / manufactured revision for the top level assembly and the drive shaft component was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The complaint condition is likely the result of an overload of forces to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The technique guide cautions that no reduction drive units or drills with a torque greater than 6nm should be used. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.